Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was confirmed as there was a noted hose separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling of the device during preparation resulted in the noted hose damage (separated from the housing syringe) thus resulting in the reported leak. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, when negative pressure was drawn, air was pulled in and fluid was leaking out. The device was not used. There was no patient involvement and no reported clinically significant delay in the procedure. A new indeflator was used to complete the procedure. No additional information was provided.